Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens had foreign material, burnt plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, the most probable cause for no image could not be identified. The most probable cause for the foreign material could not be identified. The most probable cause for burnt plastic distal end cover/probe cover (c-cover) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed no image. There were no reports of patient harm.